Event description:
Subagaleal hematoma following vacuum extraction leading to hypovolemic shock requiring multiple blood product transfusion. Died on her 11th day of life due to multi organ system failure.